Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded inappropriate atrial tachy response episodes due to far field over sensing. The right ventricle deflections were over sensed on the right atrial channel. Reprogramming options for this pacemaker were recommended and discussed. The pacemaker remains in service at this time. No adverse patient effects were reported.